Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16289. Related manufacturer reference number: 2017865-2019-16290. It was reported that the patient experienced syncope. The right ventricular lead had exhibited an unspecified capture anomaly and the atrial lead exhibited oversensing, both leads were capped and replaced on (B)(6) 2019.

Event description:
New information received stated that the noise had been a known issue because patient is paraplegic and uses arms very frequently, programming changes had been previously performed to resolve lead noise. The right ventricular lead was noted to exhibit loss of capture, physician decided to replace both leads at once. Patient condition was stable.